Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The sample was tested by simulating the draw back of fluid using the syringe on the returned sample with no abnormality observed a batch review was also conducted and no issues were found related to the reported condition during the manufacture of this lot. The reported condition was not confirmed; therefore, the root cause of this condition was not identified. If additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set that was involved in a no flow. According to the report, the user was "unable to access upper bung - not even able to draw back fluid via syringe." The condition was reported to have occurred before patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 2 of the same reported problem from this facility. No additional information is available.